Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead is found to be fractured. A revision procedure was scheduled and the lead was surgically abandoned. To date, there have been no additional adverse patient effects reported.